Manufacturer narrative:
The reported event of unable to convert the patient¿s rhythm was confirmed via review of the stored egms. Functional test results indicated normal device behavior. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The cause of the reported event could not be determined.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-14985. It was reported that the implantable cardioverter-defibrillator and right ventricular lead exhibited inadequate high voltage output. During defibrillation threshold testing, the shocks were delivered appropriately but failed to convert the patient to sinus rhythm. The patient presented for procedure on (B)(6) 2019. The device was explanted and replaced and the lead was capped and replaced. The patient was stable before, during, and after the procedure.